Event description:
It was reported that a patient who underwent a breast reconstruction revision with a mentor memorygel , 535cc silicone prosthesis experienced right sided symptomatic rupture, and bilateral breast pain post procedure. As a result, patient underwent bilateral lateral capsulorraphies, and bilateral replacements as follow: left serial number: (B)(6), cat: shpb635, right/ serial number: (B)(6), cat: shpb635 on (B)(6) 2023. This report relates to the left side.

Manufacturer narrative:
Suspect device received on december 07, 2023. Device evaluation completed on december 15 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 535cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).